Event description:
It was reported that the wheel was broken due to foot left caster pealing/delaminating which caused the bed to be difficult to push. It was also reported that the nurse call cable was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.